Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 11 previously reported events are included in this follow-up record. Product return status 7 devices were received. 4 devices were not available for evaluation.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated. - 10 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 11 previously reported events are included in this follow-up record. Product return status 7 devices were received. 4 device investigation types have not yet been determined. Event confirmation status 2 reported events were confirmed. 5 reported events were not confirmed. Evaluation results 3 devices were found to be affected by corrosion. 4 devices were found to be affected by compromised lubrication.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 11 events were reported for this quarter. Product return status: 1 device was received. 10 device investigation types have not yet been determined. Event confirmation status; 1 reported event was not confirmed. Evaluation results; 1 device was found to be affected by compromised lubrication. 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact.